Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampon left inside me - vagina [foreign body in reproductive tract] some of tampon left inside, breakage [device breakage] . Case narrative: consumer reported via e-mail that some of the tampon was left inside. No serious injury reported.

Event description:
Tampon left inside me - vagina [foreign body in reproductive tract]. Some of tampon left inside, breakage [device breakage]. Case narrative: consumer reported via e-mail that some of the tampon was left inside. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Tampon left inside me - vagina [foreign body in reproductive tract] some of tampon left inside, breakage [device breakage] case narrative: consumer reported via e-mail that some of the tampon was left inside. No serious injury reported.